Manufacturer narrative:
Based on follow-up info received from the customer, there was "no device malfunction." The complainant indicated that the device will not be returned for evaluation. The may 2007 15-month complaint trend for the radial jaw biopsy forceps product family, inclusive of all failure modes, was reviewed; no data point exceeded the alert limit and no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation, that one day after an esophageal biopsy (distal esophagus in a segment of barrett's esophagus) using a radial jaw forcep, the pt returned "bleeding from the esophagus and biopsy sites". In 2007, the pt presented to the hosp with an esophageal bleed on the biopsy site. The next day, the physician performed an esophagogastroduodenoscopy and noted the "site was clotted, no bleeding after the procedure, no intervention using clips or cautery to control the bleeding was necessary." The pt's condition is reported as "doing well and has not had any other related events or symptoms."